Event description:
Patient called to report an adverse event involving her st. Jude ICD pacemaker defibrillator. Patient stated that the leads detached from her device, but the device checker never detected that the leads were no longer in her heart. On (B)(6) 2015, the patient said she received 10 shocks to the chest. Patient stated leading up to the event on (B)(6) 2015, she had been feeling pain and shocking sensations, but she was told that it was nothing. Patient said she believes the device was not reading correctly. Patient stated that the implanting physician was fired. Patient stated that she believes other motives were involved in this adverse event "possibly foul play, even murder".